Event description:
Pt underwent unilateral right sided implant of deep brain stimulator for parkinson's disease. Initial programming attempted after surgery but not completed due to pt fatigue. Pt was able to ambulate short distances without problems. According to a family member, while at home pt arose from a chair without assistance, fell and fractured their hip. Rptr believes there is no relationship of this incident to surgery or programming.